Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they did not provide the actual bg level. Cause of low bg was unknown. It was reported that the customer required third party assistance from emergency medical technicians (emts) because of the low bg level, however the customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.